Event description:
A pt was implanted with a mirs construct on an unk date. Post operative it ws noted one of the locking caps was loose. The pt was returned to the operating room on (B)(6) 2012 for removal and placement of a new locking cap. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.